Event description:
Hcp reported during a lead revision, there appeared to be an infection of unk etiology. The lead was explanted. The hcp took a culture of the area and treated the pt with vancomycin for 7 days. During this time, the cultures came back negative for any growth. The hcp thought it may have been a reaction instead, since the pt has many sensitivities. The pt was discharged within 4 days. The pt is fine and will be seen in f/u.